Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed; however, the exact cause is unknown. One photograph of three allpoints device kits was returned for evaluation. An initial visual observation of the photograph showed the three packages with notable wrinkling of the packaging. Due to the quality of the photograph, the extent of the damage could not be discerned. While the packages were observed to be damaged, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that customer received several damaged items. A specific number of affected devices or patients was not provided by the complainant.